Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing causing pacing inhibition. The patient felt light headed. The ICD was reprogrammed successfully. The patient was stable throughout procedure and left with no symptoms.